Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3 and h11. Section b5: additional event information received on 17-sep-2025 indicated that a prowler lpes microcatheter was used. One coil was previously implanted during procedure. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. One attempt was made using the detachment handle. There was no damage to the embolic coil or any device component. The aneurysm was at the posterior communicating artery. The vessel was not excessively tortuous or with acute bends. There was no allegation of patient injury due to an alleged product issue. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization, the physician was using a freeform xsft 4mm x 10 cm coil (xcr120410, 31112708). He reported that when inserting the mechanical detachment handle (mdh1, 102109430) onto the pusher wire of the coil it got stuck and it would not detach. He removed the coil and detacher and used a new 4x10 coil with a new detacher and other coils without any issue. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h7, h6, h9 and h11. Complaint conclusion: a healthcare professional reported that during a coil embolization, the physician was using a freeform xsft 4mm x 10 cm coil (xcr120410, 31112708). He reported that when inserting the mechanical detachment handle (mdh1, 102109430) onto the pusher wire of the coil it got stuck and it would not detach. He removed the coil and detacher and used a new 4x10 coil with a new detacher and other coils without any issue. There was no patient injury reported. Additional event information received on 17-sep-2025 indicated that a prowler lpes microcatheter was used. One coil was previously implanted during procedure. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. One attempt was made using the detachment handle. There was no damage to the embolic coil or any device component. The aneurysm was at the posterior communicating artery. The vessel was not excessively tortuous or with acute bends. There was no allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for further evaluation. A non-sterile mechanical detachment handle was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The slider was easily translated when activated, and an audible click was heard upon completion of actuation. The siler automatically recovered to the starting position after actuation. There was an audible click heard upon completion of reset. A 0.0133-inch lab sample guidewire was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance, and the guidewire was noted to travel 15mm. A manufacturing record evaluation was performed for the finished device 102109430 number, and no non-conformances related to the malfunction were identified. No malfunction issues were identified with the use of the detachment handle; therefore, the failure to detach the concomitant embolic coil due to a faulty detachment handle cannot be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Failure to detach issues are being addressed through the j&j medtech quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h7, h9 and h11. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.